Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicating the procedure was a vitrectomy and iol combination procedure. The vitrectomy was planned due to the patient having a macular hole that was observed before the initial procedure. Postoperatively, the lens was noted to be "a bit whitening." The patient experienced blurry vision. Due to strong adhesions of the posterior capsule and the iol and glistening/whitening of the lens, it was difficult to perform the yag procedure, resulting in pits on the iol. One week following the yag procedure, there was no subjective blur and the visual acuity was recovered. There is no plan to explant the iol.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the lens was noted to have sub surface nano glistenings (ssng), the iol was entirely turbid and posterior capsule opacity was observed. The physician performed a yag laser procedure and reported postoperatively a pit was noted on the iol and the lens was still turbid. The physician reported the patient's visual acuity had improved, but still had difficulty seeing. Additional information has been requested.